Event description:
This complaint is being reported due to an alleged keypad malfunction. Keypad button presses did not activate desired pump functions. The up and down arrows as well as the ok button reportedly are not responding. There was no evidence of product misuse. The product is being returned to animas. There was no adverse event associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that the keypad was torn at the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump powered up with two audible beeps; the display screen remained blank and the vibration feature was not functional. There was visible moisture observed in the display lens. A leak test was performed, and leakage from the keypad was observed. There was evidence of moisture and corrosion observed on several internal pump parts. The complaint could not be adequately investigated due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.